Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00155. This report is being submitted as additional information. Unique identifier (UDI) #: the heartmate 3 lvas was implanted during the momentum 3 (short term, cap, or long term) clinical trial, ide# (B)(4). FDA approval for heartmate 3 was received on 23-august-2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 tunneler is (B)(4). Approximate age of device ¿ 1 day. Manufacturer's investigation conclusion: no device related issues were discovered during the evaluation of the returned heartmate 3 tunneling lance and handle, lot number 159154. The report of the tunneling lance being more malleable than usual and acting like ¿a wet noodle¿ could not be confirmed through the investigation of the returned device and a specific cause for the inability to advance the tunneling lance through the patient during implant could not be conclusively determined. The heartmate 3 16 inch tunneling lance was returned detached from the returned tunneler handle and was observed to be slightly bent. No atypical bending fatigue marks or other anomalies were observed along the length of the tunneling lance. The tunneler handle appeared unremarkable was able to be connected to either side of the tunneling lance as intended without issue. The tunneling lance could be bent upon manipulation per design; however, an abnormal malleability was not observed during bending by several individuals. The senior r&d mechanical engineer was consulted, who did not identify any issues with the returned tunneling lance and also felt that the lance bent with a normal amount of force. The tunneling lance was compared to a test tunneling lance using a force gauge and comparable force was required to bend the two lances to approximately 90 degrees. The device history record for the hm3 tunneler was reviewed and showed no deviations from manufacturing or quality assurance specifications. This is the only report of its kind for the heartmate 3 tunneler at this time. Abbott will continue to track and monitor this issue. The heartmate 3 lvas IFU provides instructions for use of the tunneling lance and handle and includes instructions on creating the tunnel for the pump cable during implant. The hm3 lvas IFU cautions the user that the heartmate 3 tunneling lance and handle are provided non sterile. Ensure that the lance and handle have been cleaned, inspected, and sterilized in accordance with the provided instructions and hospital policy. The heartmate 3 tunneler IFU provides information regarding the cleaning, drying, packaging, sterilization, storage, and maintenance of the tunneling lance and handle and cautions that the provided instructions must be followed to ensure proper sterility levels and device functionality. The hm3 tunneler IFU instructs the user to visually inspect the device for damage, distortion, and/or wear and cautions that if damage or wear is noted that may compromise the function of the instrument, do not use the instrument, and notify the appropriate responsible person. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that during the implant procedure the surgeon felt that the short tunneler was more malleable than usual and acted like "a wet noodle." The tunneler kept bending and the surgeon was unable to get it through the patient. The surgeon used the backup tunneler which reportedly performed appropriately.